Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation is lay user/patient.

Event description:
The initial reporter stated they had an issue with the display for the accu-chek inform ii meter, which could affect the interpretation of the customer¿s results. The device has darker pixels in the middle of the screen that are about the width of a pencil, but the meter is still able to be used for testing. No actual misinterpretation of a result occurred.

Manufacturer narrative:
D11 and h3 were updated. The customer's meter was returned. Investigation result: the visual inspection of the display showed several black lines and spots. The lines and spots on display do not obscure area where patient results are displayed. The results are clearly readable. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display. The returned display assembly was found to be defective.